Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead was over-sensing noise, causing pacing inhibition and syncope. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient was discharged.

Event description:
Additional information received indicated that the patient was stable throughout the procedure.